Event description:
During an implant procedure, the patient went into asystole while loss of capture (loc) was observed on the right ventricular (rv) lead. The rv was implanted and the patient was stable.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.